Event description:
Attempted to perform CT on trauma patient, but the CT scanner froze and would not allow the input of patient position, thereby preventing the scan. The patient was removed from this CT scanner and moved to another CT scanner but encountered the same problem on the second CT scanner. The problem is believed to occur as a result of daylight savings time change. The philips field service engineer discovered a time stamp issue with both scanners. The effected scanners were rebooted and are currently working.